Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 mg/dl due to needing settings adjustments. Bg was addressed by eating crackers and peanut butter, and with intervention from emergency medical technicians, who administered glucagon to the customer. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.